Event description:
On (B)(6), 2013, the pt was implanted with two gore excluder aaa endoprostheses for the treatment of a 4.9 cm abdominal aortic aneurysm. It was reported a qxmedical q50-65p stent graft balloon catheter was placed within the contralateral leg component and inflated to 18 mm using 30 cc of saline solution. The common iliac artery (measuring 13 mm) ruptured during the ballooning of the graft. The rupture was repaired with another contralateral leg component and the pt tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.